Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (concentration and dose unknown by reporter) via an implantable pump. The indication for use was indicated as non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 it was reported that the pump had probably been empty for months and months. The patient never heard any audible pump alarms. The cause of the empty pump, troubleshooting, actions/interventions and symptoms associated with the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.